Event description:
As reported, a pt called and complained about a PICC device leaking when flushed. An infusion specialist had to remove the catheter. The catheter was found to be torn a few centimeters from the hub, just under the skin. There was no report of pt injury. The device was discarded and will not be returned.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical march 2009 complaint report does not indicate any trends for the vaxcel PICC product family for the failure mode of "catheter fracture/hole." As no sample is being returned, a device analysis is not possible and the root cause of the reported failure is unable to be determined. The directions for use furnished with the device caution, "if catheter and components show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Avoid sharp or acute angles during insertion which may compromise catheter functionality. Do not use scissors to remove the dressing, as this may possibly cut or damage the catheter, excessive force should not be used to flush an obstructed lumen. Do not use smaller than a 10 ml syringe. Do not attempt to repair catheter. If breaks or leaks are apparent in the catheter, replace the entire catheter. Remove catheter immediately upon confirmation of catheter damage. Mfg process controls include visual inspection for catheter damage or defects as well as 100% leak testing to verify that no leakage occurs in the catheter assemblies. (B)(4).